Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was verified and attributed to corrupted firmware. The AED firmware was reprogrammed to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.